Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown stem, unknown head. Report source: foreign country: (B)(6). The reported event was identified during review of a journal article. Shin, w. C., moon, n. H., jeon, s. B., & suh, k. T. (2020). Comparison of surgical outcomes between standard and elevated-rim highly cross-linked polyethylene acetabular liners in primary total hip arthroplasty with minimum 15-year follow-up: single-center, retrospective cohort study. The journal of arthroplasty, 35(5), 1290-1296. Doi:10.1016/j.arth.2019.12.026. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02251.

Event description:
It was reported in a journal article that two patients were revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.